Manufacturer narrative:
Baxter received and evaluated the device. A service history review found that the device was released with operating system (os) v8.00.02, which may have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported symptom of sharp watchdog error, which was reproduced by evaluation at device power-up. The cause was determined to be a software anomaly. The device was reprogrammed and upgraded to os v8.00.03 to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sharp watchdog error. There was no known patient injury or medical intervention associated with this event. No additional information is available.